Event description:
It was reported that after an explant procedure, induction testing took place prior to implanting this device. A 10 j shock showed a normal shock impedance measurement thus a ventricular fibrillation (vf) was induced and provided a 65 j shock, a loud noise was heard and a low out of range shock impedance measurement was seen. Telemetry was lost and the device could no longer be interrogated. Noise was seen on an external electrocardiogram and external defibrillation was applied. This device was not implanted and will be returned. No adverse patient effects were reported.

Event description:
It was reported that after an explant procedure, induction testing took place prior to implanting this device. A 10 j shock showed a normal shock impedance measurement thus a ventricular fibrillation (vf) was induced and provided a 65 j shock, a loud noise was heard and a low out of range shock impedance measurement was seen. Telemetry was lost and the device could no longer be interrogated. Noise was seen on an external electrocardiogram and external defibrillation was applied. This device was not implanted and was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory external visual inspection noted an arc mark on the top left front of the device case with no header damage noted. The seal plugs and setscrews operated normally. Laboratory analysis confirmed that the device was damaged when a shock was delivered. The returned electrode referenced in 2124215-2021-05021 was abraded, allowing the high voltage cable to touch the device case during shock delivery. This caused sever electrical overstress damage to the device.